Event description:
It was reported that the patient experienced an increase in seizures. The generator could not be interrogated leading up to replacement surgery due to expected battery depletion. In surgery, the new implanted generator was connected to the lead, and high impedance was observed. The generator was disconnected and verified with diagnostics on a test resistor that the impedance without the lead was normal. When reinserting the lead pin into generator, high impedance was again registered. The surgeon reportedly saw fluid in the lead. The lead was not replaced within the generator replacement surgery, and the lead has not been explanted to date. No additional pertinent information has been received to date.

Event description:
Product analysis was completed for the generator removed in the generator replacement surgical case. Visual examination showed observations consistent with the explant procedure. No surface abnormalities were noted on this device. A visual assessment on the printed circuit board revealed no visual anomalies. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. The pulse generator was successfully interrogated at multiple orientations adjacent to the programming wand. With the pulse generator case removed and the battery still attached to the printed circuit board, the battery measured 1.943 volts, confirming an end of service condition. Functional testing showed that the generator passed all relevant tests. Review of the internal device data for the generator revealed that increased impedance was identified during the life of the generator. The data also showed that 99.657% of the battery had been consumed. Operative notes from the recent generator replacement surgery showed that when the lead pin was placed into the generator, high lead impedance was obtained. The generator pin was removed, cleaned, and replaced, but there was still high lead impedance. The battery was then tested with the lead pin resistor, and the generator itself was seen to be functioning properly. The lead was then pulled some from the track, and there appeared to be fluid in the lead. The case was completed without replacing the leads. The patient¿s lead replacement surgery was completed. The explanted device has not been returned to the manufacturer to date. No additional pertinent information has been received to date.

Event description:
The explanting facility reported that they did not have the explanted lead from the recent surgery. No additional pertinent information has been received to date.